Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result for a known trop I es negative sample (hsdb result = 0.258 ng/ml vs. Expected result < 0.012 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. Patient samples were not known to have been affected. There was no report of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained for a known trop I es negative sample while using the vitros eciq analyzer. The investigation could not determine a definitive root cause. However, improper analyzer maintenance cannot be ruled out as a possible contributing factor. There is no evidence that the vitros eciq analyzer or the vitros trop I es reagent had malfunctioned.